Manufacturer narrative:
Citation: harjai kj. Transcatheter aortic valve replacement: 2015 in review. J interv cardiol. 2016 feb;29(1):27-46. Doi: 10.1111/joic.12274. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding transcatheter aortic valve replacement: a year in review. All data were collected from multiple centers and articles published in 2015. The study population included an unspecified number of patients, an unknown amount of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients implanted with corevalve adverse events included: low implant position, valve embolization, prosthesis-patient mismatch, moderate to severe aortic regurgitation, percutaneous closure of paravalvular leak (pvl), stroke, myocardial injury, conduction disturbances with permanent pacemaker implant, endocarditis, thrombus, increased gradient, tamponade treated with pericardiocentesis, bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.